Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully advanced within the patient and placed on the leaflets. During deployment, the lockline was unable to be fully removed. Troubleshooting was performed and the deployment seps were continued, successfully deploying the clip. While retrieving the lockline it was identified that there was a knot in the middle. A secondary mitraclip was implanted to stabilize the first clip and furhter reduce the mr. The procedure was discontinued, the final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.